Manufacturer narrative:
Concomitant medical products: 0144 competitor lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced infection (noted to be (B)(6).  The cardiac resynchronization therapy defibrillator (crt-d) system was explanted.  No further patient complications have been reported as a result of this event.